Event description:
It was reported that the pump delivered insulin without user intervention. The patient was reportedly treated by a doctor and a nurse for low blood glucose levels subsequent to the pump delivering insulin without user intervention.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.